Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The very tight target lesion was located in the left anterior descending artery. A 3.50x16mm promus premier stent was advanced but failed to cross the lesion and the shaft of the stent delivery system (sds) broke at approximately 8 inches from the manifold. The stent remained intact on the sds balloon when the shaft broke. The device was successfully removed from the patient and additional dilation was performed using a 3.5x8mm nc quantum balloon catheter. The procedure was completed using 3.0x16mm promus premier stent. No patient complications were reported and the patient's status was fine.